Manufacturer narrative:
The logbook and the service report were not available for analysis. The replaced motor was tested and examined in the repair center in (B)(4). It was built in 2008 and showed signs of aging related wear and tear, which led to the described stop of ventilation and the corresponding alarm for "vent fail." This could be confirmed by the error codes reported by the service engineer. It can be concluded that the device responded on a ventilator failure as expected, posted the corresponding alarms and initiated a shutdown of automatic ventilation. Manual ventilation remains possible as described in the instructions for use.

Event description:
It was reported that during case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. There was no patient injury reported. The machine was examined after the case by the hospital biomedical technician who reportedly was able to reproduce the symptom. The technician replace the vent motor (part number 8607211).